Manufacturer narrative:
The root cause of the reported clinical observations was not determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to pacing impedance measurement greater than 2000 ohms which triggered the lead safety switch (lss) on the right ventricular (rv) channel. Additionally, pacing pauses were observed. A revision procedure was performed and the associated rv lead was removed from service. No additional adverse patient effects were reported.